Event description:
It was reported that the right ventricular lead was possibly fractured. The lead had no capture in the bipolar pacing configuration and the pacing impedance was high. The lead was reprogrammed to the unipolar configuration, which resolved the issues. Then oversensing was occurring, so the pacing vector was reprogrammed to resolve the issue. It was also noted the patient had lost a lot of weight recently due to hospitalization for shingles and the lead was protruding from the skin. The lead was placed in a tyrx pouch and repositioned submuscularly; the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 4194-88 lead, implanted (B)(6) 2006-02-13; 4076-52 lead, implanted (B)(6) 2006. (B)(4).